Event description:
It was reported that the patient experienced yellow fluid discharge from the incision site. Additionally, the patient had a skin reaction to the bandages, resulting in redness and blistering. The ruptured blisters caused a yellow-tinted fluid leak. Despite these complications, the patient's overall status remains good.